Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported this male peritoneal dialysis (pd) patient was hospitalized for hyperkalemia on (B)(6) 2021. It was unknown if the hospitalization was related to pd therapy. Attempts to obtain additional information were unsuccessful. The patient was able to utilize manual treatments to complete pd therapy after receiving the patient line blocked message and door not closing. Therefore, no treatments were missed. The reason for the patient¿s hyperkalemia is unknown.

Event description:
It was reported this male peritoneal dialysis (pd) patient was hospitalized for hyperkalemia on (B)(6) 2021. It was unknown if the hospitalization was related to pd therapy. Attempts to obtain additional information were unsuccessful. The patient was able to utilize manual treatments to complete pd therapy after receiving the patient line blocked message and door not closing. Therefore, no treatments were missed. The reason for the patient¿s hyperkalemia is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: hyperkalemia occurs more frequently in patients with kidney disease. Hyperkalemia can be caused by several reasons including non-adherence to diet and medication. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the hospitalization.